Event description:
It was reported that a person with diabetes (pwd) experienced a line blocked alarm and was able to resolve the alarm by changing the infusion set. A second infusion set the pwd was sitting at the table and got up too fast and the tubing got caught on the chair and pulled the infusion site out. A third infusion set the pwds glucose numbers weren't coming down. The pwd reported they thought the issue was the site. The pwd removed the cannula and saw that it was bent. There was no patient injury. The bent cannula is reflected under (B)(4) and the tubing getting caught resulting in detachment is reflected under (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.